Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was having issues when pausing insulin delivery. The patient stated that even when insulin is paused, insulin is still delivered. No impact to blood glucose levels was reported. Medical treatment was not required.